Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to flattened dome switch on the escape and act buttons. No button error alarm noted. The lcd connector was inspected and no anomaly was noted. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests; the insulin pump functioned properly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act button was not responding. Customer's blood glucose was unknown. Customer reported that last insulin pump received a button error alarm. Customer went to the hospital for a back up plan and customer was admitted on (B)(6) 2015 with blood glucose over 300 mg/dl. Customer had symptoms of dry mouth, nausea and high blood glucose. Customer was treated with IV fluids. Customer was advised that insulin pump would be replaced.